Manufacturer narrative:
(B)(4). A partial lead measuring 52.4cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented during device change out due to normal eri, when externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced. No further information is available.